Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Event description:
Reportedly, the patient developed "serious injury such as pain and limited physical mobility."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: pseudoarthrosis. Recurrent stenosis l4-5. Lumbar stenosis l3-l4. Lumbar spondylosis. 5. Radiculopathy. The patient underwent the following procedures: removal of hardware. Posterior spinal fusion l4 to s1. Decompression l3-l4, l4-ls. Interbody grafting l4-l5 with removal of cage. Use of local bone, allograft and bmp.